Event description:
Caller states the patient tested 440 mg/dl on the inform system and 60 mg/dl on a lab drawn within 10 minutes. Customer was treated based on device result, but type of treatment was not provided. No adverse event reported. Requested return of suspect system and replacement was sent.